Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: does the hospital facility conduct any additional decontamination of device prior to use (ie. Hydrogen peroxide sterilizers in storage unit) not done. Did the customer do anything unusual preparing the device for use in the or (wipe down, etc.) Only to the extent of applying a jelly to the body for lubrication. Were there any difficulties noticed with the device prior to device firing? The adjusting knob was lighter than usual and had no resistance, and he noticed that the orange bar was down to the lower half. Did the device continue to fire when the firing trigger was depressed just one time? Yes, that is correct, just one time. Did the customer leave his/her finger depressed on the firing trigger or did he/she remove their finger from the trigger once firing began? Surgeon remove surgeon¿s finger from the trigger when the firing started. Did the device stop firing on its own or did the user remove the battery to stop the motor? Two to three minutes after the fire, it stopped on its own. Is it believed that the knife and drivers continued to be deployed continuously as the motor could still be heard? They were not sure if the knife and drivers were continuously moving, but the washer punched through as usual (in a few seconds) and then the motor sound continued for a couple of minutes. Were there any issues in regard to staple formation? There was obvious staple malformation on the anterior wall side. Was there any tissue damage identified? No, they could not see it on the monitor. How was the procedure completed? The area where staple malformed was observed was reinforced by 2 stitches with pds. The event description mentions a second device was used? Was a second device really used? If so, what was done with that device? It appeared to be an reporting error by the sales representative. The procedure was completed with one product. Did the user ensure complete tissue donuts? Yes, they confirmed it. Did the user confirm a complete washer transection? Partial loss was observed in the washer of anterior wall side. Was a leak test performed? If so, what type and what were the results? Leak test was done after suturing of pds and confirmed that there was no problem. Was there a delay in the surgical procedure? We have not heard of any particular increase in surgery time. Was the patient¿s post-operative care altered in anyway as the result of the difficulties experienced with the device? No changes. What is the current patient status? The patient is progressing well. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a laparoscopic sigmoidectomy, the motor sound was kept heard for several minutes after the firing. There is a possibility that the operation was hartmann operation. Also, there was a difficulty in removing the device. The motor sound stopped, and the device was removed. There was a staple unformed on the front wall, so additional suture was performed. The device was used between colon and rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 03/06/2023. D4: batch # 881a01. Investigation summary: at cincinnati, visual analysis of the returned sample revealed there were no staples present and the green check mark did not illuminate after the battery was inserted. There was slight damage seen on the breakaway washer. This damage was most likely caused by forceps during the removal of tissue donuts after completion of the procedure. When the reset battery was inserted, the green checkmark illuminated. The device was disassembled to verify the condition of the internal components. Cursory review showed the stop switch was not depressed. The device could not be reloading due to the amount of tissue present on the driver tips. The device was fired and performed one cycle, however, the green check mark only illuminated for a short time and then went out. The device was fired a second time with the same outcome. On the third firing; the device cycled twice, stopped automatically, and the green checkmark illuminated momentarily. After the third firing, additional investigation of the stop switch was performed by manually depressing the switches. This showed that both stop switches felt soft when manually depressing the switch. The wire harness assembly (wha) was removed for CT analysis and no abnormalities were seen on the led board or stop switch. The device was examined again and found when inserting the reverse battery, the green check mark would flash on and off when tapping the sides of the device. This behavior suggested the stop switch was experiencing an intermittency issue. The stop switch was sent to supplier, flextronics, for evaluation on their final circuit tester (fct). Twenty (20) test cycles were completed, using two (2) fcts, and the stop switch failed during all 20 tests. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the intermittency observed during investigation, the continuous firing issue reported is confirmed a manufacturing record evaluation was performed for the finished device batch number 881a01, and no non-conformances were identified.